Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (12.5 mg/ml at 0.6 mg/day) via an implantable infusion pump. It was reported that a new 8780 catheter would "not allow for flow." The catheter was reseated several times but would not flow. The connector was switched out for a model 8784 and the issue was resolved. The non-flowing catheter was not implanted. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-mar-20. It was reported that the cause of the lack of flow was not visualized but the connector was cut from the collet and tested on the back table by itself, and they could not get flow through that specific segment. The segment was going to be returned for analysis. No further complications were reported.